Event description:
The end user reported the foley catheter broke at the y-connector.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information was requested but, no additional patient or event details have been provided to date. Should additional information become available, a follow-up report will be submitted.